Manufacturer narrative:
Added: d3, g1. Corrected: d1, h3. The cause of the reported controller error alarm for ic3089 was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
A. Patient information is unknown. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
Clinical rationale: customer reported a loss of placement signal during support. Standard troubleshooting was initiated, and the clinical team proceeded with an automated impella controller (aic) exchange, after which the issue was resolved. No additional device abnormalities were reported, and support was maintained following the exchange. The reported events are controller failure, medical device removal, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and full support was resumed without any known adverse events.